Event description:
A customer reported a cartridge change error with their pump. There was no reported adverse impact to the customer's blood glucose level. The customer was instructed by technical support to inspect and clean the pump components, but the issue persisted even after attempting to load a new cartridge. As a result, technical support decided to replace the pump. The customer was informed about using multiple daily injections as a backup insulin therapy and acknowledged the process of returning the problematic pump using a pre-paid label provided by the company.